Event description:
Dexcom was made aware on 09/17/2024, that on (B)(6) 2024, the customer experienced a skin reaction. The sensor was inserted into the back of upper arm on (B)(6) 2024. The customer experienced a puncture site infection. The sensor site was cleansed with alcohol prior to sensor insertion on (B)(6) 2024 in the back of the upper arm. The customer developed an infection at the puncture site on (B)(6) 2024. Symptoms included an abscess with inflammation, rash, tenderness, and pain in the area. The sensor went into an error code and the sensor failed. On (B)(6) 2024 an incision and drainage procedure were performed at the sensor site. The healthcare provider and facility location were not provided. Treatment included a prescription oral antibiotic (bactrim) which started on (B)(6) 2024. Although requested, no additional patient or event information is available. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).